Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module in the emergency department. The erroneous results were reported outside of the laboratory. The initial hcg + b result was <0.1 miu/ml on the e601 module. This result was reported outside of the laboratory. A second sample was requested since the patient was known to be pregnant. The result from the 2nd sample was 51,965 miu/ml. The original sample tube was repeated and the result was <5 miu/ml. The sample was repeated on another analyzer and the result was 40,000 miu/ml. The sample was repeated in a cup on the e 601 module and the result was 40,000 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 179825. The expiration date was not provided. A specific root cause was not identified. Additional information for investigation was requested but was not provided. Calibration and quality controls were acceptable. A review of the alarm trace shows an abnormal probe sucking alarm at 2:57 p.m. There were no other alarms around the time of 4:39 p.m. When the initial low result occurred. Possible root causes may be related to the number of tube inversions performed, an insufficient clotting time, the customer¿s centrifugation conditions do not correspond with manufacturer recommendations, and 13 mm tubes require rack adapters to ensure straight tube alignment. An issue with the patient sample is the most likely root cause for the erroneously low results.